Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: the black box showed no evidence of a power event. The battery cap was able to fully tighten however the battery cap threads and coin slot were damaged. The pump was exercised for 24 hours with no power issues duplicated. Unrelated to the initial allegation, the display screen was dim and discolored.